Event description:
I underwent breast augmentation in (B)(6) 2000. Approx. Seven years later, I began to experience unexplained health problems. Extreme joint pain throughout my body, brain fog, muscle aches, insomnia, ibs, headaches, dry eye, breast pain, swollen lymph nodes, hypothyroidism, depression, reflux and the list goes on and on. FDA safety report ID# (B)(4).